Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected off no power. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. No unexpected suspend anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin suspended on its own. Alarm history did not show any alarms. Insulin pump passed self-test.